Event description:
The user has a wound healing disorder after implantation and cannot wear the audio processor. The user has chronic otitis media and chronic emission of discharge out of the wound defect due to pseudomonas infection. The user has been explanted and a new device was not implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient suffered from wound healing issues and infection at the implant site, which are known possible complications of the implantation surgery. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. The concerned device was explanted but is not available for investigation. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has a wound healing disorder after implantation and cannot wear the audio processor. The user has chronic otitis media and chronic emission of discharge out of the wound defect due to pseudomonas infection. The user will be explanted.